Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that we have had a few issues recently with the side lines on these leaking to the point of an slrs for leaking chemo from an elastomeric. I have advised the staff to ensure they are tightening the cap on the side port prior to priming and to keep an eye out. The cap leaked so a bung was put on instead and it still leaked. No other information was provided. The exact number of occurrences was not provided by the complainant.